Event description:
A fast-fix ab curved needle was opened for implantation. When the surgeon put the implant into the knee, it was noted that the anchor was unloaded from inserter. The fast-fix was removed in its entirety from the knee.